Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed power elevations; however, a specific cause for these elevations or the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined. The report of suspected thrombus could not be confirmed as no images were provided by the account and the device was not returned for evaluation. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. Additionally, due to patient privacy laws, the account will not provide any further information regarding the event. The device was not returned for evaluation. The submitted log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Intermittent power elevations were captured throughout the files; however, a specific cause for the elevations could not be conclusively determined. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas, including hemolysis, sepsis, device thrombosis, and death. This section also addresses all pump parameters, including pump power and flow. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. Pump flow is a calculated value that is estimated based on pump power. This section also explains that if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow display box displays ¿+++¿ or ¿---¿ to prevent the display of inaccurate flow information. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, explains "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 5 of the IFU, ¿surgical procedures¿, contains a sub-section entitled ¿implant procedures¿, which warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿ and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. This section also provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A pump exchange was performed on (B)(6) 2024 via a subcostal approach due to an internal short to shield. The patient was intermittently having very high flows and powers. The patient was critically stable with multifactorial risks for alternations in hemodynamics. The log files were reviewed, and no unusual events were recorded. The patient's lactate dehydrogenase had substantial increase over 24 hours, steadily increasing in power. The patient was critically ill with sepsis, with concern for pump thrombosis. Log files were submitted for review and captured no unusual events recorded in the log files event history. The patient passed away on (B)(6) 2024. The cause was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.